Event description:
Additional information was received. It was reported that the issue could not be replicated. The manufacturer representative discovered that the surgeon did not follow the pattern of the dots when registering and that is what caused the inaccuracy. It was reported that this was surgeon error and the system was working properly.

Manufacturer narrative:
B5) additional information provided. H3 additional information) additional information was provided clarifying the results of the system checkout. It was reported that upon system checkout, the manufacturer representative could not replicate the issue and the system was working as it should during the checkout. Previously applied FDA codes 10, 213, and 67 apply to this information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, version #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and is still under investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the site was having an inaccuracy after registration and decided to abort the use of navigation. The site started on one navigation issue and then had the same issue on a different navigation system. During the 3 point registration the initial dot was centered on the tip of the patient nose and the second dot automatically went to the patient left. The third dot was on the back of the patient head. They were able to get a successful registration at 2.4 but were still inaccurate. There was less than an hour delay in the procedure. No impact on patient outcome. Additional information was received stating that the patient head did not meet the orientation that was labeled in the ap direction. This caused the 3 points to not be in the expected orientation. Technical services would recommend also trying tracer without 3 point for this scenario.

Manufacturer narrative:
H2) a software evaluation was initiated,logs/archive were reviewed but provided insufficient information to determine root cause of the reported behavior. The archive and raw dicom both display the three point trace initialization points as expected (tip of nose, center forehead and patient left forehead). The patient is rotated in the fov of the scan but the point detection is performing as expected. The scan of the patient meets exam protocol. The patient is slightly rotated and therefore not directly centered in the ap center plane. Technical services (ts) suspects this is why the points from 3 pt tracer were not in the expected orientation. It also looks like the tracing portion may have incorrectly matched to the model /patient which would have created the inaccuracy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.